Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 and video cable broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken video cable caused the error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the subject device had an error e227. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2: health professional - (blank) and e3: occupation -no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.